Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by doctor that he experienced leakage of a catheter after placement. It was stated he checked the functionality of the catheter and noticed that during aspiration there was air aspirated and during flushing he noticed a leak. The patient did not suffer other consequences. No other information was provided. It was reported this event occurred with three devices. This report addresses the third device.